Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance was noted on the right ventricular lead. No intervention will be performed at this time and an in-clinic follow-up is anticipated to resolve the event. The patient was in stable condition.